Event description:
Nurse activated infant heel warmer and content went into both eyes. Eyes were irrigated for 20 mins. Employee was still experiencing irritation, redness and employee felt like something was in it. Therefore, employee was sent to the emergency room for treatment.